Event description:
Rptr c/o severe joint pain and stiffness, numbness/tingling in upper extremities, neck, severe pain in breast area, fatigue, many medical procedures including surgeries to alleviate above symptoms. These procdures resulted in no changes in physical problems. She had add'l surgery to remove defective breast implants. Both implants were ruptured with implant covers disintegrated. Excessive gel bleed into rib cage. Silicone remains in chest cavity. She has excessive scarring on chest.